Event description:
While performing bench service for the device, it was noted by an authorized bench technician that the measured output for the capacitor was below product specifications. There was no patient involvement.